Manufacturer narrative:
(B)(4) follow up: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information received.

Event description:
Material: unknown, batch#: unknown. It was reported that the bd syringe had foreign matter: the following information was provided by the initial reporter: rcc received a complaint via email. Please see below information regarding a quality concern with the bd syringes. Can you provide additional details on the syringe material makeup and if there have been changes to this over the past few years? I left an issue on your cell. I am shocked at the issue unless bd has sacrificed at the altar of manufacturing perhaps. It is leaching something from it into a silicone gel. A sort of black cloud. So, what is the plunger material made of? It is the 10 ml lock leur bd syringe. The dow sylgard dc-527 is the gel. We are running a quick test on an alternate brand to compare and contrast. My cell is for fastest discussion. Now I am concerned whether in the past 5 years you have changed the materials, its prep of your 30 ml lock leur syringes.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.